Event description:
It was reported that during a da vinci-assisted surgical procedure, a force bipolar instrument broke while in use within the patient. The fragment fell while removing mesh from the patient. The fragment was retrieved with a backup instrument during the same procedure. The fragment was available for return. The procedure was completed with no reported patient impact. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details had been received as of date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The force bipolar instrument was analyzed, and failure analysis (fa) was able to replicate and confirm the reported issue. The instrument was found to have a broken grip at the midpoint of the grip. The broken piece was still attached to the instrument by the conductor wire. This damage may be attributed to either device design or use conditions. Regarding device design, fragments can result as retention of the metal injection molding (mim) to the overmold (om) is insufficient. Regarding use, damage to the force bipolar instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, mishandling the instrument causing collisions, and misusing the instrument. An additional observation(s) made that was not reported by site. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer-reported issue.